Event description:
It was reported that: "(B)(6) 2024, during ventilation of the right single lung, it was found to be unventilated, and after removing the double lumen tube, it was found that the head end of the double lumen tube was bent, and after re-molding and re-intubation, the right head end of the double lumen tube was still bent, and the single lung could not be ventilated. The tube was replaced with a normal one." The patient did not desaturate and was reported as fine post the procedure with no harm or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.